Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold, loss of sensing and loss of capture were observed. In addition, noise resulting in oversensing led to inappropriate anti-tachycardia pacing (atp) therapy. Diagnostic imaging was performed which confirmed lead dislodgement. The lead was explanted and replaced to resolve the event and the patient was in stable condition.